Event description:
A hospital in (B)(6) reported that the gas inlet on an rd900 infant resuscitator was broken and requested a repair of the device. This was found before use on a patient.

Event description:
A hospital in (B)(6) reported that the gas inlet on an rd900 infant resuscitator was broken and requested a repair of the device. This was found before use on a patient.

Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff infant resuscitator was returned to fisher & paykel healthcare service centre in (B)(6) for evaluation. Repairs were carried out at the french office and then the replaced parts were sent to fisher & paykel healthcare (B)(4) for evaluation. Results: the valve system and fascia of the neopuff were received for investigation. Visual inspection of the returned parts revealed that the gas outlet port was broken, but there was no damage to the fascia. A lot check revealed two other complaints of this nature for lot number 091221. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. It is most likely that the physical damage to the gas outlet port were caused by some sort of impact. The neopuff technical manual states the following: "dropping the neopuff/perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient." The neopuff was fitted with a new valve assembly and plug set, tested, and returned to the customer to be put back into service.

Manufacturer narrative:
(B)(4). The device is currently en route to the manufacturer. We will provide a follow up report upon completion of our investigation.